Event description:
The gauge disconnected from the tubing.

Manufacturer narrative:
Reportable as disconnection happened during use delaying patient therapy. CAPA-00463 was initiated for similar complaint. Manufacturing date for lot 20210927 pre-dates the implementation activities of CAPA-00463. Customer was notified that this complaint, along with several others submitted by the same customer, are tied to CAPA-00463 and an update would be provided once CAPA actions are implemented. Customer has not requested additional follow up at this time (reference (B)(4).

Event description:
The gauge disconnected from the tubing.

Manufacturer narrative:
Reportable as disconnection happened during use delaying patient therapy. (B)(4) was initiated for similar complaint. Manufacturing date for lot 20210927 pre-dates the implementation activities of (B)(4). Customer was notified that this complaint, along with several others submitted by the same customer, are tied to CAPA-00463 and an update would be provided once CAPA actions are implemented. Customer has not requested additional follow up at this time (reference complaint-07296) summary: CAPA-00463 created for this reported failure mode. Manufacturing lot pre-dates CAPA corrective action implementation. Ra: pressure leaking caused by inadequate or defective materials including gauges is identified in the risk analysis at a 6 (major).